Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: additional product codes: gxl and hxx. Part 05.000.008, lot 008119: release to warehouse date: march 10, 2022. Supplier: triangle manufacturing. No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. A service and repair evaluation was completed: the repair technician reported rip barriers, black and brown residue on the barriers and device does not run in fast forward, forward & reverse condition. The following parts were replaced: circuit board, set screw, shrink tubing, hand piece housing, motor/gearhead, cam screw, membrane switch/flex circuit, holder/membrane vent, drive shaft rotary seal, hand piece for battery and all applicable components. The cause of the issue is unknown. Reason for repair is damaged component. The item passed synthes final inspection and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during investigation of returned product, it was noted the device had rip barriers, black and brown residue on the barriers and device does not run in fast forward, forward & reverse condition. This report is for a handpiece battery powered driver. This is report 1 of 2 for pc-(B)(4).